Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using an insulin pump experienced a low glucose event, with continuous glucose monitor readings down to 53 mg/dl and a reported value of 68 mg/dl at the time of the call, after missing the usual dinner time; the patient treated with oral glucose tablets totaling approximately 12 g and waited to eat until glucose rose, with no fingerstick confirmation and no device component issue identified. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device-related findings and insufficient information to identify a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.